Manufacturer narrative:
Since the initial report was filed, the investigation into the matter has concluded. The team did return for analysis the data logs, but not the impella 5.0 pump that was contaminated with fecal matter. The data logs did not reveal any large purge system leak that could have allowed for fecal matter ingress. The root cause of the ingress of the fecal matter could not be determined. The medical team did inform abiomed of the culture results. There was no infection present however, the team had given preventative antibiotics to the patient and monitored for a few weeks post impella explant. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into the purge contamination with the fecal matter/diarrhea is on-going at this time. Upon the completion of the investigation a final report will be submitted.

Event description:
The complainant was utilizing an impella 5.0 for hemodynamic support, in conjunction with ECMO, for a patient in biventricular failure. During the following four days of support, the patient was noted to have diarrhea while on support in the ICU. The diarrhea was found to have contaminated the impella pump's purge reservoir. The team returned to the operating suite to replace the pump. In addition to the pump replacement the patient received antibiotics.